Manufacturer narrative:
There is no evidence of a device malfunction. The blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. No further similar alarms have been reported. The patient's standard epogen dose was increased in part due to the blood loss and due to an abscess that was not medically treated. No other medical intervention was required. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A system alarm occurred during a routine hemodialysis treatment which could not be resolved. The operator could not complete rinseback due to possible clotting, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased in part due to the blood loss event and also due to an abscess that had not been medically treated. No other medical intervention was required.